Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device and leads were explanted due to an infection. The device pocket was red, warm and when the incision was made, purulence was observed. The physician is unsure if the infection was due to the device and/or leads; however, does not believe it was procedure related. The patient was treated with antibiotics. The patient was stable. Related manufacturer reference numbers: 2017865-2020-17925, 2017865-2020-17927, 2017865-2020-17929.